Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed irritations under the electrodes that eventually became open. The patient reported that he is diabetic which was making it worse. The patient contacted his physician but the physician did not provide any form of intervention and recommended that the patient continue wearing the lifevest. Follow up indicated that the sores were still present and not improving. The final medical outcome is unknown.